Event description:
The reporter called and stated that the device use to read inr results lower when compared to a lab. The reporter said that the device is now reading higher than a lab. The device was replaced and requested to be returned for eval.